Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 413 mg/dl. The customer had been using the insulin pump system within 48 hours of high blood glucose level. The customer also reported insulin flow block alarm. The customer did not like to troubleshoot. The insulin pump will not be returned for analysis.